Event description:
During surgery after drilling the peg holes (series 100), the surgeon determined that the holes were not large enough to seat the cemented pegs. The surgeon had to remove the implant femoral component, re-drill and re-implant the component.